Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: the returned battery cap was found to be undamaged and able to properly secure to the pump to maintain an electrical connection for testing. During investigation, the battery cap was tightened and then unscrewed ½ turn leading the pump to reboot; power complaint was duplicated.  The pump successfully completed the rewind, load, and prime steps without any power interruptions or issues. Moisture was observed in the battery compartment and battery cap. A leak test was performed and a leak was identified in the battery compartment. The pump cover was opened and no further moisture was found.